Event description:
It was reported that the customer's sensor was giving inaccurate values. Customer stated the sensor would give a reading of 65 mg/dl while it would be 120 mg/dl or 100 mg/dl on the meter. Customer stated receiving low alerts and had not eaten during the day so coworkers insisted for the patient to go to the emergency room. Customer was also shaking, sweating, confused, and had low blood glucose prior to the hospitalization. The results showed patient was ok and was released. Customer reported last blood glucose reading was 234 mg/dl. Advised the customer that helpline can assist with uploading the pump and possibly resolve the issues with sensor glucose versus blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.